Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Review of device history records show that lot released with no recorded anomaly or deviation. Based on the information provided the most likely cause of the reported event is due to the patient's condition; however current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the patient is hearing impaired, therefore the patient's mother called after receiving a bill. She stated "the patient used the unit eight (8) hours the first day and had horrible pain in the middle of the night. She then used the unit for twelve (12) hours the next day and later that evening was in intolerable pain. She reports after advising the patient's doctor of the pain the doctor advised her to take her to the emergency room. The emergency doctor advised the patient to discontinue use of the spinalpak. The patient is now in the care of the co-head of the spinal department who referred her to a pain management doctor. The patient's pain is now being controlled with "standard opiates prescribed for pain." She was unable to identify specific medication names. The patient's mother alleges the surgeon told her that the surgery caused the patient to have some nerve damage. The surgeon further advised that the spinalpak device inflamed this nerve damage which caused the patient to experience this pain. She reports that the patient is three (3) months post-surgery and is doing better now."